Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of movement/interaction between inner coils and outer coils. The reported clinical observations are likely the result of the lead damage observed by the laboratory. The lead fracture allegations could not be confirmed, as all the conductors are intact.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds, with no capture at maximum output. A low amplitude which lead to undersensing, was also reported. Additional information was received indicating that the ra lead was fractured. This ra lead was subsequently removed and replaced. No additional adverse patient effects were reported.